Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated issue. During servicing of the pt's monitor, capacitor voltage and discharge profile faults were found in the pt's flag files. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (capacitor voltage fault/discharge profile fault) has been confirmed. Upon eval, resistor r38 was out of tolerance. The cause of the discharge profile fault and capacitor voltage fault flags is the defective r38 resistor. The cause of the defective r38 cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.